Event description:
On (B)(6) 2019, this patient underwent endovascular repair to treat an abdominal aortic dissection with an internal iliac artery aneurysm. The patient was reported to have poor anatomy and poor aortic tissue prior to the procedure. The internal iliac artery aneurysm was coil embolized. Then a gore® excluder® aaa endoprosthesis featuring c3 deployment system was advanced into the abdominal aorta. When the device was deployed, the contralateral leg gate opened into a dissected plane. Therefore, the physician was unable to cannulate the gate. The decision was made to convert to an open repair. The gore® excluder® device was explanted and discarded at the facility. There were no allegations against the device. The physician stated that the patient's anatomy was poor, and this was the cause of the conversion to open repair.